Event description:
Reporter stated that patient's inr result with device was 6.1; lab inr for this patient was 4.1. Treatment received was not specified, however, treatment was based on lab value, not device value.